Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v479548, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40. Lot# v479548, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The component involved in the reported event was the lead. Lead 3 would cause shock when the deep brain stimulator was turned on or off. Troubleshooting included an x-ray and a computerized tomography (CT) scan. The actions taken to resolved the issue was adjusted and changed the leads. The cause of the event was determined and was device related. Shock had occurred when lead 3 was used. The patient had recovered without permanent impairment on july 1st 2014.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v479548, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v368056, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v479548, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v368056, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v479548, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was later reported that there was a shocking/jolting sensation and the action required was reprogramming. Diagnostic testing or troubleshooting had included impedance testing, x-rays and reprogramming. The issue was not resolved and the cause was unknown. The location of the shocking sensation was the face, neck and shoulder into the patient's arm and fingers. The shocking sensation was experienced with stimulator on or off. The patient was scheduled to have both of the implantable neurostimulators (inss) replaced on (B)(6) 2014. The patient was seen on (B)(6) 2014 for adjustment and reprogramming. The patient had been getting fairly significant shock every time the stimulator was turned on or off and had received the shocks at the previous 2 reprogramming sessions. Impedances were all checked and found to be in normal range including therapy impedance. It had been recommended that pressure be put on the generator to see if it would trigger a shock but it had not. The left stimulator was interrogated and the patient felt an electric shock-like feeling in his face, neck and shoulder into his arm and fingers which also occurred when it was turned off. Impedances were checked and all were found in normal range. Different electrode settings were then performed. The device was turned back on and an electric shock was felt. The settings that the patient had felt the shock at were 0-, 1-, 3+ and in the past the patient had not had the shock at these settings. Left device settings were 2.9v, 60usec, 185hz and 0-1-3+. The positive electrode wa s switched to case positive and the patient again felt the shock when amplitude was increased to 2v. Settings were then change to 2+, 1-, 0- and the patient was able to tolerate this much better. Final settings were 4v, 60usec, 185hz and 2+1-0-. The patient was seen on (B)(6) 2014 and there was no evidence of discontinuity of the leads of extensions. The patient's was also seen on (B)(6) 2014 for a device adjustment, weakness and gait difficulty. The weakness onset had been gradual and occurring in a persistent pattern for 4 months prior to the appointment but had first occurred more than (B)(6). Weakness had been characterized as difficulty arising from a chair, climbing stairs, walking, and increased weakness following exertion and at the end of the day. Weakness was located in the legs and on the right side only. It was associated with numbness. Patient had had falls, difficulty ambulating and a gait disturbance. Onset for gait issues had been gradual starting about 8 months prior to the appointment but was worsening. The patient had slow speech, romberg sign positive, impaired toes, and was tandem walking impaired which were noted during a physical exam. The patient was still experiencing frequent shocks with the battery with fluctuating responses of the battery. The patient was going to be scheduled for a neurosurgery appointment for a battery change. For numbness and tingling, low back pain and right leg weakness an electromyography (emg) and computerized tomography (CT) were going to be performed.

Event description:
It was reported every time they would interrogate the left stimulator, the patient would get paresthesia over their right face and tongue. It was noted the event would also occur when the stimulator was turned on or off. They would get pain from interrogation or the on/off activity. It was stated it was intolerable. The patient was seen last in (B)(6) 2013 and they would be seen by their clinician 2 days following report. It was stated the event was also described as a shock. The event had happened approximately 5 times and it started over the last year prior to report. At first implant, it was not present. The electrode impedances were measured and they were all fine and normal. This did not occur when the right implantable neurostimulator (ins) was interrogated. It was further reported the patient had a shocking or jolting sensation. They experienced extreme shock when anything was done to the left implant that controlled their right side. They patient would not notice the sensation during their normal daily routine but due to the shock they could not make any adjustments. It was further reported the patient would get a shock sensation from their face, tongue, to their right arm to all five fingers. The patient did not get the same control for their tremor like they used to. The stimulation would fluctuate throughout the day. A longevity calculation was performed. The ins that was implanted on their right chest had a slight tingling sensation to their arm but the left ins implanted in their chest had the issue. Manual palpation on the left ins was performed and they could not reproduce the same sensation. It was stated it would only occur when it was interrogated with the clinician programmer or the patient programmer. Electrode impedances were measured again when the left shoulder was moving and the patient denied any shocking or jolting, only that the right side of their face felt warm. Additional information received reported the patient still had concerns with their device or therapy but they were working with their manufacturer representative or doctor. It was stated they had an appointment scheduled for (B)(6) 2014.